Manufacturer narrative:
The has been returned, the device investigation has been completed and the results are as follows: DHR results the DHR was reviewed for hahn tapered implant lot# 6091037 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results the stock product for hahn tapered implant lot# 6091037 is not applicable for review since the issue is customer related. Investigation methods/results the device was returned but not in original package. The implant was verified to be an hahn tapered implant ø3.5 x 13 mm (70-1154-imp0007) using radiographic template (pk-209-062515). A fracture can be seen at the screw section of the implant (see attached images) the complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause a root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing of the implant during the initial placement which may have caused a fracture. Additionally, it is unclear the methods of implant placement used during the initial procedure and the insertion torque value. IFU 570 rev 2.0 (hahn tapered implant system) contains the following statement in the implant placement section: "step 3: advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability." IFU 570 rev 2.0 (hahn tapered implant system) contains the following statement in the precautions section: "implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 570 rev 2.0 (hahn tapered implant system) contains the following statement in the recommended torque values section under prosthetic components: "the recommended torque value for affixing hahn tapered implant abutments and multi-unit abutments to hahn tapered implants is 35 ncm. The recommended torque value for affixing hahn tapered implant multi-unit accessories utilizing the multi-unit prosthetic screw is 15 ncm. Any other screw-retained prosthetic components, such as impression copings or scanning abutments, should be hand-tightened only." This complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted this complaint will be kept on record for track and trending purposes. Section a a4: patient's weight was asked but not provided.

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is ii. The patient has a history of smoking and full upper implant dentures. The patient presented on (B)(6) 2021 for a primary procedure on tooth #6. The patient returned on (B)(6) 2022 after final prothesis delivery with complaints that the screw broke. Upon examination, the provider noted that the implant had fractured. The patient later returned on (B)(6) 2023, and the implant and bone were removed. The patient is currently healing.

Manufacturer narrative:
CAPA ca-00016. Manufacturer reference: (B)(4).

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is ii. The patient presented on (B)(6) 2021 for a primary procedure on tooth #6. The patient returned on (B)(6) 2022 after final prothesis delivery with complaints that the screw broke. Upon examination, the provider noted that the implant had fractured and lost osseointegration. The patient later returned on (B)(6) 2023, and the implant and bone were removed. The symptoms resolved after removal of the device and the patient was reported as being in the healing process. There was no patient injury.